Event description:
It was reported, the patient underwent surgery for lead site debridement due to irritation at the suture site. The site was irrigated and antibiotic powder was placed. The existing sutures were removed and the lead was then re-sutured. Cultures were not taken. Follow up with the physician revealed the wound is healing and there is no sign of infection.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.